Event description:
Broken novofine needle injury [medical device complication]. This spontaneous case, reported by a consumer and medically confirmed by a medical doctor as "broken novofine needle injury", concerns a male who was using a novofine 30g (needle) due to diabetes mellitus (since 1995). On 15-mar-2006, an insulin needle broke off subcutaneously in the abdomen at the injectin site without any infection. The needle was confirmed to remain in the subcutis by an x-ray performed the same day (8 mm length in situ). Reportedly, the patient was planned to have an MRI-scan performed in may 2006 and had a request to advise the hospital if he had any metal within the body. The patient has a needle from an insulin pen in his stomach (novofine 30g screw on pen needle 8 mm x 30 gauge). The location has been confirmed by radiography. However, the hospital is concerned if the metal used in the novofine is made from a magnetic metal. It is stated that the patient has tested the needle with a magnet; however it did not appear to be magnetic. Reportedly, the needle will not be removed as it is made of magnetic stainless steel. The patient has been using needles since jul-2003. The outcome of the event is reported as not yet recovered. Analysis result: product: novofine g30, 80mm. Lot no.: unknown. Needle conclusion: the needle has not been returned for evaluation. Novofine g30, 8mm is rustproof steel, and it is magnetic. MRI scan is a diagnostic procedure with very strong magnetic forces. We believe that there is a risk that the needle will move or even risk harming tissues or an organ. Therefore, we recommend discussing this issue with the radiology department at the hospial. Comment: reporter causality: probable.